Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
A customer contacted baxter's technical service center requiring assistance with removing the cassette on the homechoice (hc) unit. The home patient (hp) stated that he saw air in the patient line and needed to start over with new supplies. The technical service representative (tsr) had the hp cycle power and then walked through ending therapy early procedure. There was no patient injury or medical intervention indicated at the time of the initial report.